Event description:
It was reported that; aviator screwdriver tip broke. We noticed it after the case. Update 11/2/2016: sales rep indicated "the tip of the screw driver broke as we were using it".

Manufacturer narrative:
Method: risk assessment; result: manufacturing files were not reviewed because the lot number and/or parts were not provided. Conclusion: the probable root cause of the tip material wear is the usage of the instrument.

Event description:
It was reported that; aviator screwdriver tip broke. We noticed it after the case. Update 11/2/2016: sales rep indicated "the tip of the screw driver broke as we were using it."